Event description:
The customer was called by a company representative to follow up on the customer's outreach response and the customer reported he has experienced unexplained high blood glucose every two to three weeks since 01/2015. A couple of times he did complete set change but other times he just treated with manual injections. Blood glucose value was from 300 to over 400 mg/dl. Customer also reported he has received continuous lost sensor alerts and low glucose alerts. Customer stated that he has experienced sensor reading discrepancies especially at night. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.